Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. The suturing device was being used for closing the anastomoses. Surgeon was rushing the technician when loading. Once handed to the surgeon, the needle broke upon passing in back and forth from side to side. The needle fell into the cavity of the patient and was retrieved. The suturing device was difficult to unload. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.